Manufacturer narrative:
Block b3: exact date unknown, event occurred with the procedure date provided by the patient prior to the date the manufacturer became aware.

Event description:
It was reported that the patient experienced inadequate stimulation and pain at the pocket site. The patient underwent an implantable pulse generator (ipg) repositioning procedure. The device remains implanted and in service. No further information has been obtained.